Event description:
Removal of endosseous dental implant. Implant was placed in site #19 on 6/24/97 during a routine procedure. The clinician reports that the reason for implant failure is due to the fact that the implant was extracted due to traumatic intubation from knee surgery performed one week after implant placement. The implant was removed on 7/6/97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientic literature.